Event description:
(B)(4).

Manufacturer narrative:
(B)(4). When reviewing similar reported event, we have found a number of cases with similar fault description (patient fall due to stretcher tilt), which were found to mainly relate to use error. The trend observed for reportable complaints with this failure mode on concerto/basic is considered to be low and stable, taking onto consideration that over (B)(4) concertos have been sold since 1996. From the information obtained via the customer, it is indicated the tilting locking mechanism at some point was "forced". This means that the concerto/basic device was not up to specification when the event took place. The device was being used for patient handling and in that way contributed to the event. However, our investigation has identified the following: the stretcher tilting mechanism function of this product, makes it possible and easier to clean the device. The locking mechanism is placed below the stretcher. To tilt the stretcher for cleaning purposes this mechanism has to be unlocked and after the cleaning and before use it should be locked and checked to be locked, as indicated in the instructions for use. The customer indicates the caregiver made an error in not locking the mechanism, and this directly contributed to the reportable event as later in use the stretcher tilted with a patient on it. Therefore it appears from our evaluation that a number of use errors caused the event. The most relevant use error is related with the failure to lock the stretcher in combination with wrong patient position on the devices as it is stated in the instructions for use and this directly contributed to the reportable event. Also there is the indication that the device had been forced which appears to point to it being no longer to the correct specification. Also it was found that this device is more than 10 years old and it passed its intended lifetime 7 years ago. We have not been able to find any contributing manufacturing anomalies. The root cause of the complaint was found to be an use error as the received information and our evaluation as described above are showing that if the IFU safety warnings are followed there will be no patient or caregiver risk.